Event description:
It was reported that two lots were returned due to hose breakage discovered upon opening. No patient injury reported.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: device evaluation: six samples were returned for investigation. The returned samples were received unopen with its original package. The complaint returned unit was visually inspected under normal conditions of illumination. No damage or contamination was observed in the units returned. Unit was tested for leak by introducing water in the product. No leak was observed; the complaint is not confirmed. No fault was found. No root cause was performed since the complaint was not confirmed. No action has been taken since the complaint was not confirmed. A DHR (device history review) was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.